Event description:
It was reported that the ilet connector could not be fully attached to the pump when a filled cartridge was inserted, stopping approximately 1 mm short of flush engagement, while the connector attached normally with no cartridge in place; multiple cartridges from different lots were tried, the connector orientation was correct, force was appropriate, and no obstruction was observed on visual inspection during training. Symptoms included no adverse clinical effects. Outcomes included shipment of a replacement ilet and additional connector and cartridge fill kits, with the original device requested for return. Investigation included remote troubleshooting, visual inspection via video, and assessment of user steps including rewinding and reseating the cartridge and connector. Investigation of this case revealed a device¿cartridge interface failure consistent with an inability to secure the connector to the pump with a cartridge installed, implicating the connector and/or cartridge interface as the affected components. It was concluded, based on previously established findings for similar reports, that the cause was an undetermined mechanical fit issue at the device¿cartridge interface.

Manufacturer narrative:
Investigation description: no abnormal wear on exterior of the device. The device's drug chamber was inspected and foreign debris was observed. A known-good cartridge connector was used for testing; however, it could not be fully inserted and locked as a result of the foreign debris inside the drug chamber. The complaint issue was duplicated and confirmed. The housing and affected components will need to be replaced.